Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 3000 mcg/ml at 586.5 mcg/day for intractable spasticity and cerebral palsy. A motor stall was seen on initial interrogation and the patient did not recently have a MRI. The pump status and/or event log report showed multiple motor stalls and recoveries occurred. It was noted the pump would remain in flex mode and they would supplement with oral mediation until the pump was replaced. The patient experienced increased pain and spasticity and the change in therapy/symptoms was sudden. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the doctor initially reported the event. The cause of the multiple motor stalls and recoveries was unknown. The pump was replaced on (B)(6) 2018 and the stalls, increased pain, and spasticity had been resolved. The patient¿s weight at the time of the event was unknown. The pump would be returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump on 2018-sep-27 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis of the pump also revealed overinfusion of an undetermined root cause. The conclusion code 24 pertains to the analysis finding regarding motor stall due to the shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.